Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was hard to press, and then the buttons became unresponsive. The patient stated the keypad rubber fell off two weeks after the alleged keypad response issue. The patient reportedly used a protective case, wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with the keypad rubber missing. During testing the buttons did not respond due the button contacts were missing. There was no evidence of contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.